Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed a high pacing impedance spike, increased sensing integrity counter (sic) and noise which resulted in the patient receiving an inappropriate therapy. A lead fracture was confirmed, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.